Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failed to open. The field service engineer replaced the legacy position sensor to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that the main drawer 3 failed to open cubies. The customer stated that this malfunction caused a delay and occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.